Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Event description:
Caller indicated the glucocard vital meter was reading high. Daughter of the patient called and said that about 2-3 weeks ago, right before bed she took a reading and got 106. She noticed her mom was not feeling well. She had a headache, felt weak and dizzy, but thought it was her mom¿s blood pressure so she called the paramedics and when they got there her blood pressure was fine. The paramedics tested her blood sugar on their machine, but she doesn¿t remember what the result was. She stated the vital meter read 86 which was 60 points higher than the paramedic¿s meter. Paramedics instructed to give her mom some juice and sweets to bring sugar back up. They are testing properly and have expired controls. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.